Manufacturer narrative:
Investigation of a locus high res ssp unitray kit, catalog #4729010, lot #012 1306793 is on-going.

Event description:
Customer is seeing random and sporadic amplification from human tumor cell line samples with the a high res ssp unitray kit #(B)(4), lot 012 1306793 leading to false negative results. Control bands are present and the customer has reproduced the false negative results in their lab upon retesting. Gel images were not received by tech support from the customer but have been requested. This results in a no type. (B)(4).